Manufacturer narrative:
Based on the information provided, no conclusion can be made. Per medical records review, about 2 months post implant of sepramesh ip, patient was diagnosed with adhesions and pelvic pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2021 - patient with history of pelvic prolapse, rectocele, erosion of previously implanted urethral mesh and vaginal mesh was diagnosed with dyspareunia thereby underwent robotic assisted laparoscopic rectopexy with the implant of sepramesh ip. Per operative notes, ¿prior colpopexy mesh and suburethral mesh slings were encountered and dissected. Rectopexy was performed using a trimmed sepramesh ip, which was introduced into the pelvic cavity and secured to the distal-most rectum using sutures.¿ (B)(6) 2021 - patient had lower abdomen tightness during hospital visit. Also, feels mesh near the anal opening and some bowel blockage. (B)(6) 2021 - patient was diagnosed with pelvic pain, pelvic floor dysfunction thereby underwent robotic assisted laparoscopy with the explant of sepramesh ip and a sigmoidoscopy. Per operative notes, ¿the small bowel was removed from the pelvis. The mesh was dissected superiorly and continued to inferiorly. All the sutures and mesh were removed completely."